Manufacturer narrative:
Other text: the device has not been returned to the investigation facility to allow for an analysis to be performed. If the product is received for evaluation or new information is obtained, a follow up report will be submitted. E1. Initial reporter phone number exceeded maximum allowable digits, phone number is as follows: (B)(6). E1. Initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: (B)(6).

Event description:
The customer reported that the device "switched off, not being on and not working". There was no patient impact or consequence reported.

Manufacturer narrative:
Other text: the returned device was evaluated. The investigation found an issue with one of the components on the instrument board. This prevented the device from powering on using ac and battery power. E1. Initial reporter: (B)(6).

Event description:
The customer reported that the device "switched off, not being on and not working". There was no patient impact or consequence reported.